Event description:
It was reported that the health care professional (hcp) wanted a review of reports as this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the electrogram (egm) due to electromagnetic interference (emi) from a procedure. Technical services (ts) reviewed the reports and stated that there were stored episodes that contained noise artifacts that may be from the medical procedure. The device remains in use. No adverse patient effects were reported.